Event description:
The account alleges the patient presented with some distal end endoprosthesis crumpling, causing inadequate flow during hemodialysis sessions and prolonged bleeding after the needle was removed. The original implant date for stent deployment was (B)(6)2024. The patient presented with distal end stenosis [crumpling] during a follow-up visit on (B)(6)2025. The patient had an angioplasty with intervention where a covera vascular covered stent was placed on (B)(6)2025 to assist with stent apposition. The physician states that the patient had developed a vascular dilatation issue [widening of the blood vessel] toward the distal end of the stent. The physician believes that it was a combination of higher pressures within the stent that likely softened and narrowed [crumpling] the distal end reducing blood flow. The stent was not pierced with a needle during dialysis procedures and the patient was discharged on (B)(6) 2025

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.